Manufacturer narrative:
Exact date of death was not provided by rptr. (B)(4). Event eval: still under investigation.

Event description:
Stent graft had thrombosed and blocked off as of (B)(6) 2012. The pt expired (date not provided). Date of initial implant and add'l details of the case have not been provided. Update as per complaint form rec'd (B)(6) 2012: (B)(6) 2011, cook (B)(4) evar with another MFR's excluder top cuff and second cook (B)(4) main body deployed within to treat type 1 endoleak at time of procedure. Good post operative outcome. Routine f/u ultrasound showed increased velocity in graft limb. Therefore, CT (B)(6) 2012 performed which showed thrombus in graft limb and lining main body. Admission planned for re-lining limb, but evar thrombosed prior to this, apparently contributing to pt's demise.